Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data revealed a recorded no cartridge detected alarm. No alarms were duplicated during testing. The force sensor calibration reading was within specifications. The pump was successfully loaded and primed to the correct amount of insulin. The pump case was removed, and no internal defects were found to the force sensor circuit. The force sensor resistance reading was within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.